Manufacturer narrative:
(B)(4). White color on fingers.

Event description:
An international customer reported hydrogen peroxide (h2o2) leakage inside the cover of a new and unused sterrad® 100nx cassette. The plastic cover was reported to be greasy and sticky on the inside. The chemical indicator did not change color as it should indicating a h2o2 leak. A hcw "got white color on their fingers but was not burned by the fluid h2o2 inside cassette." It is unknown if the hcw was wearing personal protective equipment (ppe). It is also unknown if the hcw received any medical attention/treatment. This event is being reported as a malfunction report subsequent to a serious injury. (B)(4) are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00131 and 2084725-2016-00132.

Manufacturer narrative:
No further information is known regarding the status of the hcw since the hcw is no longer is working at the facility. Asp investigation summary: the investigation included a review of the device batch record, supplier product evaluation, lot trending, and system risk analysis (sra). Per the supplier, the batch record review did not indicate a deviating quality profile for this batch. No events or deviations were reported that could relate to this complaint issue. All in-process controls corresponded to specifications. Two cassettes were returned for evaluation. Both cell blocks were covered in a white, powdery residue. All cells of both cassettes had the same volume. The indicators did not show any signs of discoloration. The filling level of all 10 cells was without any abnormalities and no leakages were detected. The indicator strip showed no discoloration by both cassettes. The color of the indicator strip changed to red as expected. The investigation of the packaging foil showed no abnormalities which could have been brought in connection with this deviation. Most likely, the absorption flies had partially dissolved and spread within the foil as white particles. Lot history was reviewed from 8/15/2015 to 2/11/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." The assignable cause could not be verified at this time as the supplier was unable to confirm the reported issue. Dissolution could have occurred during transport, but cannot be verified. The issue will continue to be tracked and trended.